Event description:
A user facility reported that a pt underwent acl reconstruction. The case lasted 2.5 hours. On the day after surgery, the pt reported a sore throat and pt's tongue deviated to the left side. The patient was seen by an ent physician who commented that there was no treatment for the condition. Upon follow up it was reported that the condition had improved, however there was residual weakness on the left side of the tongue, that was noticed only when the pt spoke fast. It was reported to the facility that complete resolution of these symptoms may not occur for 3-4 months. After several attempts to obtain additional info the physician was unable to contact the pt and there was no updated information from the pt's ent physician. There is no info that the pt required treatment/intervention or that the pt's condition was life threatening. At last report. Condition had resolved except for minor residual weakness in the tongue.